Event description:
It was reported that the customer had low blood glucose levels of about 40 mg/dl. It was reported that the customer was brought to the hospital on (B)(6) 2014 to bring up his blood glucose levels. It was reported that the customer was treated with a glucagon shot. The customer reported not entering the proper number of carbs on the insulin pump. The customer reported that they had just undergone hip surgery and was still feeling weak. The customer also reported a possible infection from the surgery. The customer declined to troubleshoot. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.